Event description:
It was reported that the patient presented in clinic for routine device check. Chest x-ray revealed both the right ventricular and right atrial leads were dislodged due to twiddler¿s syndrome. The leads were explanted and replaced. The patient¿s condition was stable prior, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.